Event description:
It was reported that the right ventricle (rv) lead exhibited noise over sensing resulted in pacing inhibition. The rv lead sensitivity was changed to overcome the noise. Subsequently, on (B)(6) 2026 the rv lead was capped and replaced with a new lead. The patient was stable throughout.